Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer stated that the size of air bubbles was almost size of the tip or a finger. Customer stated that the during filling process air bubbles were noticed. Customer stated that the air bubbles were not removed successfully. The reservoir will not be returned for analysis.